Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. The patient was reported to be recovering from the peritonitis prior to death. On and unreported date, the patient¿s condition deteriorated and the patient subsequently passed away. The cause of death was not reported. It was unknown if an autopsy was performed. Additional information was requested but is not available. It was unknown if pd therapy was ongoing at the time of death. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).